Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012564423); product type: 0195-heart valves; implant date: na ; explant date: na product ID d-evolutfx-2329 (lot: 0012840424); product type: 0195-heart valves; implant date: na ; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the first deployment attempt of a transcatheter valve, the valve was recaptured due to the implant depth being too shallow. The valve was then redeployed; however, during the second deployment attempt an infold was observed at an implant depth of 3 millimeters (mm). The system was withdrawn and a second valve was loaded into the existing dcs; however, during deployment, the system was unable to advance over the wire and the valve became constrained. Subsequently, the system was withdrawn and a pre-implant balloon aortic valvuloplasty (bav) was performed. The existing valve was reloaded into a new dcs and redeployed; however, the system again could not advance over the wire. A third valve was then loaded into a new dcs and successfully used to complete the procedure. Per the physician, the patients calcified anatomy contributed to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h6. Corrected data: h8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.